Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2026, IV fluids were noted to be infusing too quickly. Per the hospital biomed, they discovered a broken/defective door hinge on inspection. There was patient involvement, but the impact is unknown.